Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post open distal gastrectomy procedure, after seven days, there was leak about two fifth in front which was required reoperation by manual suturing. On the 26 th of august, the patient experienced renal failure that resulted from peritonitis, then the patient died on the same day. The surgeon does not relate the patient¿s death to the device.